Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the tip of the objective lens adhesive was peeling off. Additionally, the insert part of the curved tube had an insufficient angle, the insertion part of the curved rubber adhesive was chipped, the universal cable was discolored, and the connector section of the video cable was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope that a pinhole in the bending section cover was causing a loss of watertightness. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the tip of the objective lens adhesive peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the objective lens peeling issue could not be determined, however, the issue was likely due to repetitive use stress, chemical stress, user handling/mishandling and or external factors. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 endoscope inspection" as follows. Inspection of entire endoscope: 6 check that there are no scratches, chips, dirt, gaps around the lens, or other abnormalities on the lens at the tip. Olympus will continue to monitor field performance for this device.